Event description:
The reporter contacted animas on (B)(6) 2014 reporting loss of primes. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows several ¿cs162¿ loss of prime due low none zero force warnings. The returned battery cap is undamaged and able to fit to maintain electrical connection. No loss of prime or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicated ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.